Event description:
On (B)(6) 2012, it was reported that this patient was undergoing generator revision due to eos. Prior to surgery, there was no communication with the device (attributed to eos). During surgery, the new generator was implanted, diagnostics were run, and high impedance was seen. The generator was removed and a test resistor was used to confirm that there was no malfunction with the generator. The surgeon reported that there was fluid seen in the lead. The surgeon left the new generator was left in the pocket, and the patient was referred to another surgeon for total revision. Diagnostics from the surgery were provided as: output current: ok (current delivered: 0.00 ma), impedance: high (>= 10000 ohms). On (B)(6) 2012, the patient's mother reported that she was told that the lead came apart, that there was fluid in the lead, and that a screw was missing. The patient's mother was concerned that something was floating around in the patient. Additional follow-up with the patient's mother revealed that during surgery, the surgeon approached her stating that the lead was all tangled and needed to be replaced. The surgeon stated that there was more risk. The patient's mother decided to not replace the lead at the time. The mother stated that, at the time, the patient had only been referred for generator revision due to failure to communicate. On (B)(6) 2012, the patient underwent generator and lead revision. The explanted lead and generator were received on (B)(6) 2012 and are currently undergoing product analysis. A battery life calculation was performed on (B)(6) 2012 with negative results.

Event description:
Product analysis for the generator that was explanted on (B)(6) 2012, was approved on (B)(6) 2012. The reason for return was due to product due to prophylactic replacement and no malfunction suspected/identified. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The device was returned at shipping settings, indicating that it was likely never programmed on. Product analysis for the explanted lead was approved on (B)(6) 2012. An analysis was performed on the returned lead portion. The "fluid leaks" (lead section), allegation was confirmed. During the visual analysis what appeared to be remnants of dried body fluids were observed inside the outer and inner silicone tubes, in some areas. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. What appeared to be canted spring indentations were observed on the rear end of the small o-ring. The marks are evidence of a potentially insufficient mechanical contact between conductive surfaces of the generator and connector ring, resulting in a suspect electrical connection to the lead. However, based on the location of the setscrew marks on the pin, it is unknown whether a good electrical connection was present for the connector ring. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The generator explanted due to end of service will not be returned as the facility does not typically return explants.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not contribute to a death or serious injury.